Manufacturer narrative:
Na

Event description:
Cytyc technical service received a call the lab manager at clinical labs, who stated that a lab technician splashed the preservcyt solution vial contents into her eyes under her protective eyewear. The preservcyt solution vial contained a pt's sample, and the technician washed out her eyes according to the msds sheet. It is unk whether the technician sought add'l medical attention.